Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia pd cycler set disconnected from the transfer set which resulted in a leak. This occurred during use of peritoneal dialysis therapy. There was no damage observed on the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.